Event description:
It was reported that during a bypass surgery there was a problem reported with device on the small intestine. The middle part of the staple line was not closed. No adverse consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4): information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon is very experienced, buttressing material, seamguard, was used. No patient consequences. No further information available. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.